Manufacturer narrative:
Concomitant medical products: dtma1d4, crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that fluoroscopy confirmed dislodgement of the right ventricular (rv) lead, left ventricular (lv) lead, and right atrial (ra) lead. The lv lead had no capture, and the ra lead had no sensing and no capture. The leads were explanted and replaced. No patient complications have been reported as a result of this event.